Event description:
It was reported that this recently implanted pacemaker alerted for an atrial arrhythmia burden. The presenting electrogram (egm) shows atrial arrhythmia in progress with occasional atrial undersensing observed. The atrial sensitivity is currently programmed to automatic gain control (agc) 0.15mv (millivolts). The atrial arrhythmia burden alert was increased to greater than 24 hours. Additional information received advised the presenting egm shows non-sustained ventricular tachycardia (nsvt) events indicating possible rapid ventricular response (rvr) due to atrial arrhythmia. The average ventricular rate during the atrial tachy response (atr) was 129 to 138 beats per minute (bpm). The battery status is normal, and lead measurements are satisfactory. Further review was recommended. The device remains in service and no adverse patient effects were reported.